Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received timed out alert during bolus. The customer reported that the bolus was recorded in history but the actual bolus was not delivered. The customer stated that they had high blood glucose. The customer's blood glucose was 249 mg/dl at the time of call. The customer stated that the amount was in the history. The customer stated that the screen was going black at the time of call. The customer was advised on screen time out and walked caller through changing setting. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.